Event description:
A therapeuti advantage mesh sling was placed in may of 2005. About two weeks later it was reported that the mesh was exposed in the vagina. The doctor treated the patient with estrogen cream and she healed successfully.